Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection of the complaint devices it can be seen that the screw has completely flattened thread flanks at the first 15mm from the tip, which resulted from contact to a hard material (most likely metallic), this thus confirming the complaint description. Additionally, the thread right below the screw head (7mm) is also deformed, this damage resulted most likely from pliers. Furthermore, the screw recess shows some slight scratches and deformation from use. At the sections were the screw got damaged the coating is gone, as the coating is just a few microns thick, on top of the surface. Dimensional inspection: during investigation the following measurements got measured: length diameter. With the caliper 3-01-19309, the measure results are within accuracy. Document/specification review: drawings and revisions are in accordance to DHR of production lot. All relevant features are defined on the used drawing revisions of DHR of production lot. Based on DHR review we are able to confirm that the right raw material got used. Summary: based on the damage at the received part, and the provided complaint description, we are able confirmed the complaint. The mentioned damage found by visual inspection, can clearly be traced back to use. Device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The article was manufactured in november 2019. No ncrs were marked in the DHR during production. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The flattened thread flanks are a clear indication for high applied forces during screw insertion. It is most likely that the locking screw was not properly aligned and subsequent contact with the nail-hole in combination with high applied forces caused the deformation of the thread flanks which finally prevented the locking screw from being properly inserted. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 04.005.522s, lot: 6l38804, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: nov 6, 2019, expiry date: oct 1, 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 04.005.522, lot: 2l50471, manufacturing site: mezzovico, release to warehouse date: nov 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for femoral subtrochanteric fractures by using the tfna implants. During the surgery, while the surgeon was trying to insert the locking screw at a distal end of the nail, he could not insert the locking screw anymore when the locking screw passed the hole of the nail. By using another same locking screw, he could insert it successfully. The surgery was successfully completed with a less-than-30-minute delay. No further information is available. Concomitant device reported: unk - screwdriver: (part# unknown; lot# unknown; quantity: 1). Unk - nails: tfna (part# unknown; lot# unknown; quantity: 1). This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 32mm f/im nail-ster. This is report 1 of 1 for (B)(4).